Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular and abnormal bleeding") and systemic lupus erythematosus ("lupus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), systemic lupus erythematosus (serious criterion medically significant), abdominal pain upper ("stomach pain"), arthralgia ("hip pain, joint pain"), fibromyalgia ("fibromyalgia"), rash ("skin rashes"), nausea ("nausea"), headache ("severe headaches"), memory impairment ("memory loss"), disturbance in attention ("loss of concentration"), vomiting ("vomiting"), food allergy ("food allergies"), vaginal infection ("vaginitis"), dizziness ("dizziness and lightheadedness"), abdominal pain ("severe cramping"), dyspareunia ("severe pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2010). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain upper, arthralgia, fibromyalgia, rash, nausea, headache, memory impairment, disturbance in attention, vomiting, food allergy, vaginal infection, dizziness, abdominal pain, dyspareunia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain upper, arthralgia, fibromyalgia, rash, nausea, headache, memory impairment, disturbance in attention, vomiting, food allergy, vaginal infection, dizziness, abdominal pain, dyspareunia and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain. She also experienced irregular and abnormal bleeding (seen as genital haemorrhage) and lupus (systemic lupus erythematosus) amongst non serious events. More than five years after insertion, plaintiff underwent a hysterectomy. Pelvic pain and genital haemorrhage are anticipated whereas systemic lupus erythematosus is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at the fallopian tubes, a causal relationship between lupus and essure is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought.~ further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular and abnormal bleeding"), systemic lupus erythematosus ("lupus") and staphylococcal infection ("staff infection") in a 29-year-old female patient who had essure (batch no. 558430468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. In 2010, the patient experienced headache ("severe headaches"), migraine ("migraines"), weight increased ("weight gain"), fatigue ("fatigue") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), arthralgia ("hip pain, joint pain"), fibromyalgia ("fibromyalgia"), vaginal infection ("vaginitis"), dyspareunia ("severe pain during intercourse"), anxiety ("anxiety"), panic attack ("panic attacks acute distress") and rheumatic disorder ("rheumatic disorder"). In (B)(6) 2013, the patient experienced amnesia ("memory loss") and dizziness ("dizziness and lightheadedness"). In 2014, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced staphylococcal infection (seriousness criterion medically significant), rash ("skin rashes"), the first episode of disturbance in attention ("loss of concentration"), food allergy ("food allergies"), abdominal pain ("severe cramping"), procedural pain ("painful post-operative recovery"), the second episode of disturbance in attention ("loss of concentration"), dysmenorrhoea ("dysmenorrhea"), cervical dysplasia ("dysplasia of cervix"), vision blurred ("blurry vision"), arthritis ("arthritis evaluation"), hypoaesthesia ("tongue numbness,arms fingers as well as legs and toes feeling numb"), burning sensation ("burning feet"), insomnia ("insomnia"), skin burning sensation ("burning skin"), butterfly rash ("butterfly rash"), rash macular ("splotchy rash on palms") and bladder prolapse ("bladder dropped"). The patient was treated with surgery ((B)(6)2016; hysterectomy with bilateral salpingectomy - laproscopic assisted hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, staphylococcal infection, abdominal pain upper, arthralgia, fibromyalgia, rash, headache, amnesia, vomiting, food allergy, vaginal infection, dizziness, abdominal pain, dyspareunia, procedural pain, migraine, the last episode of disturbance in attention, dysmenorrhoea, cervical dysplasia, vision blurred, weight increased, arthritis, hypoaesthesia, burning sensation, insomnia, skin burning sensation, panic attack, tooth disorder, rheumatic disorder, butterfly rash, rash macular and bladder prolapse outcome was unknown and the nausea, anxiety and fatigue was resolving. The reporter considered abdominal pain, abdominal pain upper, amnesia, anxiety, arthralgia, arthritis, bladder prolapse, burning sensation, butterfly rash, cervical dysplasia, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, food allergy, genital haemorrhage, headache, hypoaesthesia, insomnia, migraine, nausea, panic attack, pelvic pain, procedural pain, rash, rash macular, rheumatic disorder, skin burning sensation, staphylococcal infection, systemic lupus erythematosus, tooth disorder, vaginal infection, vision blurred, vomiting, weight increased, the first episode of disturbance in attention and the second episode of disturbance in attention to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed bilateral tubal occlusion concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical drug, , laboratory data, concomitant drugs were added. Updated suspect drug indication. Events staff infection, anxiety, lupus, migraines, loss of concentration, dysmenorrhea, dysplasia of cervix, blurry vision, weight gain, arthritis evaluation, tongue numbness,arms fingers as well as legs and toes feeling numb, burning feet, insomnia, burning skin, panic attacks acute distress, fatigue, dental problems, rheumatic disorder, butterfly rash, splotchy rash on palms and bladder dropped added. Event onset date was added, event outcome was added."essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube)"), genital haemorrhage ("irregular and abnormal bleeding"), systemic lupus erythematosus ("lupus"), cervical dysplasia ("other injury : dysplasia of cervix") and pelvic infection ("staph infection/ staphylococcus infection") in a 29-year-old female patient who had essure (batch no. 558430468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen from 2000 to (B)(6) 2010. Concurrent conditions included dysfunctional uterine bleeding and body mass index normal. Concomitant products included alprazolam (xanax) since 2014, amitriptyline since 2014, ciprofloxacin hydrochloride;hydrocortisone (ciproflaxina hc lazar) from january 2016 to february 2016, diclofenac sodium from september 2013 to february 2014, duloxetine, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2011 to february 2016, ethinylestradiol;norgestimate (tri-previfem) from june 2014 to august 2014, ethinylestradiol;norgestimate (tri-sprintec) from june 2015 to september 2015, famotidine from june 2016 to september 2016, gabapentin (neurontin) since 2014, hydrocodone, ibuprofen, ketorolac since 2015, lidocaine from september 2013 to october 2013, meloxicam since 2014 to august 2017, metronidazole, naproxen, norgestimate since september 2015, omeprazole, omeprazole (protonix) since 2014, ondansetron hydrochloride from 2014 to 2016, pantoprazole from december 2015 to may 2016, pregabalin (lyrica) since 2014, sulfamethoxazole from september 2013 to february 2014 and topiramate from 2016 to 2018. In 2010, the patient experienced migraine ("migraines"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). On 17-dec-2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), arthralgia ("hip pain, joint pain"), fibromyalgia ("fibromyalgia"), nausea ("nausea"), vomiting ("gastrointestinal or digestive system condition ; vomiting"), food allergy ("food allergies"), the first episode of vaginal infection ("vaginitis"), dyspareunia ("severe pain during intercourse"), anxiety ("anxiety"), panic attack ("panic attacks acute distress"), rheumatic disorder ("rheumatic disorder"), butterfly rash ("rash or skin condition : butterfly rash"), rash macular ("splotchy rash on palms") and costochondritis ("costochondritis"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced hypoaesthesia ("toungue numbness,arms fingers as well as legs and toes feeling numb"). In (B)(6) 2013, the patient experienced headache ("severe headaches"), amnesia ("neurological condition : memory loss") and dizziness ("dizziness and lightheadedness"). On (B)(6) 2015, the patient experienced palpitations ("racing heart"), 4 years after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rash ("skin rashes"), disturbance in attention ("loss of concentration"), abdominal pain ("severe cramping"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea"), vision blurred ("blurry vision"), arthritis ("arthritis evaluation"), burning sensation ("burning feet"), insomnia ("insomnia"), skin burning sensation ("burning skin"), bladder prolapse ("bladder dropped"), depression ("depression"), the second episode of vaginal infection ("vaginitis"), chest pain ("other injury : chest pain racing heart"), vaginal discharge ("vaginal discharge"), complication of device insertion ("essure placement procedure as one coil was not properly installed and had to be discarded and new coil from a different package was placed."), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with cyanocobalamin, hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), probiotics [umbrella term] and surgery (B)(6) 2016; hysterectomy with bilateral salpingectomy - laproscopic assisted hysterectomy. And underwent leep cervix procedure on (B)(6) 2012 due to abnormal pap smear and biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, cervical dysplasia, pelvic infection, abdominal pain upper, arthralgia, fibromyalgia, rash, headache, amnesia, disturbance in attention, vomiting, food allergy, dizziness, abdominal pain, dyspareunia, procedural pain, migraine, dysmenorrhoea, vision blurred, weight increased, arthritis, hypoaesthesia, burning sensation, insomnia, skin burning sensation, panic attack, tooth disorder, rheumatic disorder, butterfly rash, rash macular, bladder prolapse, depression, the last episode of vaginal infection, alopecia, chest pain, complication of device insertion, bladder disorder, urinary tract disorder, palpitations and costochondritis outcome was unknown and the nausea, anxiety and fatigue was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, arthritis, bladder disorder, bladder prolapse, burning sensation, butterfly rash, cervical dysplasia, chest pain, complication of device insertion, costochondritis, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, food allergy, genital haemorrhage, headache, hypoaesthesia, insomnia, migraine, nausea, palpitations, panic attack, pelvic infection, pelvic pain, procedural pain, rash, rash macular, rheumatic disorder, skin burning sensation, systemic lupus erythematosus, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred, vomiting, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved.current weight 180 lbs.she advised of complications from her essure removal procedure as staff infection, a lot of pain on 07mar2016 diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 24.9 kg/sqm.hysterosalpingogram - on an unknown date: results: confirmed bilateral tubal occlusion.pregnancy test - on 28-sep-2013: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes:on 21-dec-2018: pfs received. Concomitant medications added and updated. Events racing heart, costochondritis were added.incidentwe received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular and abnormal bleeding"), systemic lupus erythematosus ("lupus"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic infection ("staph infection/ staphylococcus infection") in a 29-year-old female patient(B)(6)t who had essure (batch no. 558430468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and body mass index normal. In 2010, the patient experienced headache ("severe headaches"), migraine ("migraines"), weight increased ("weight gain"), fatigue ("fatigue") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), arthralgia ("hip pain, joint pain"), fibromyalgia ("fibromyalgia"), the first episode of vaginal infection ("vaginitis"), dyspareunia ("severe pain during intercourse"), anxiety ("anxiety"), panic attack ("panic attacks acute distress") and rheumatic disorder ("rheumatic disorder"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced amnesia ("memory loss") and dizziness ("dizziness and lightheadedness"). In 2014, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rash ("skin rashes"), the first episode of disturbance in attention ("loss of concentration"), food allergy ("food allergies"), abdominal pain ("severe cramping"), procedural pain ("painful post-operative recovery"), the second episode of disturbance in attention ("loss of concentration"), dysmenorrhoea ("dysmenorrhea"), cervical dysplasia ("dysplasia of cervix"), vision blurred ("blurry vision"), arthritis ("arthritis evaluation"), hypoaesthesia ("tongue numbness,arms fingers as well as legs and toes feeling numb"), burning sensation ("burning feet"), insomnia ("insomnia"), skin burning sensation ("burning skin"), butterfly rash ("butterfly rash"), rash macular ("splotchy rash on palms"), bladder prolapse ("bladder dropped"), depression ("depression"), the second episode of vaginal infection ("vaginitis"), chest pain ("chest pain"), vaginal discharge ("vaginal discharge"), complication of device insertion ("essure placement procedure as one coil was not properly installed and had to be discarded and new coil from a different package was placed."), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingectomy - laproscopic assisted hysterectomy.) And surgery ((B)(6) 2016; hysterectomy with bilateral salpingectomy - laparoscopic assisted hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, fallopian tube perforation, pelvic infection, abdominal pain upper, arthralgia, fibromyalgia, rash, headache, amnesia, vomiting, food allergy, dizziness, abdominal pain, dyspareunia, procedural pain, migraine, the last episode of disturbance in attention, dysmenorrhoea, cervical dysplasia, vision blurred, weight increased, arthritis, hypoaesthesia, burning sensation, insomnia, skin burning sensation, panic attack, tooth disorder, rheumatic disorder, butterfly rash, rash macular, bladder prolapse, depression, the last episode of vaginal infection, alopecia, chest pain, complication of device insertion, bladder disorder and urinary tract disorder outcome was unknown and the nausea, anxiety and fatigue was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, arthritis, bladder disorder, bladder prolapse, burning sensation, butterfly rash, cervical dysplasia, chest pain, complication of device insertion, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, food allergy, genital haemorrhage, headache, hypoaesthesia, insomnia, migraine, nausea, panic attack, pelvic infection, pelvic pain, procedural pain, rash, rash macular, rheumatic disorder, skin burning sensation, systemic lupus erythematosus, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred, vomiting, weight increased, the first episode of disturbance in attention, the first episode of vaginal infection, the second episode of disturbance in attention and the second episode of vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Current weight 180 lbs. She advised of complications from her essure removal procedure as staff infection, a lot of pain on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received:the event depression, vaginitis, hair loss, chest pain, vaginal discharge, staphylococcus infection (event updated to pelvic infection), device insertion failed, perforation (fallopian tube), bladder disorder, urinary tract disorder added. Reporters added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain. She also experienced irregular and abnormal bleeding (seen as genital haemorrhage) and lupus (systemic lupus erythematosus) amongst non serious events. More than five years after insertion, plaintiff underwent a hysterectomy. Pelvic pain and genital haemorrhage are anticipated whereas systemic lupus erythematosus is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at the fallopian tubes, a causal relationship between lupus and essure is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.